Event description:
Customer called and reported csf leakage from the reservoir. As a result the device was explanted in 2009.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.